Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer reports that the heel warmer exploded. It splattered on the nurse's hands but not the patient. The nurse rinsed it off and was not seen by employee health.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.